Event description:
It was reported due to inaccurate readings from the blood glucose meter, the customer continued to bolus, and the paramedics had to be called and treated the customer his low blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.